Event description:
The customer claimed the device was flashing between service screen and startup screen. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer claimed the device was flashing between service screen and startup screen. There was no pt involvement. Philips bench evaluated the device could not duplicate the issue. The device passed all performance tests and was sent back to the customer. As of (B)(6) 2011 there have been no further calls for this device.